Manufacturer narrative:
Procedural cine were provided to edwards for review. The images were reviewed by an edwards physician. The following sequence of events were determined from the imagery. Sheath introduction via the right tf access in a tortuous and calcified anatomy. There were calcified cusps, calcification coronary arteries there was no information provided on the balloon aortic valvuloplasty (bav). No information on valve alignment in the abdominal aorta. Per the images, the valve seemed not completely deployed, too high and too close to the left main artery. Paravalvular aortic regurgitation was confirmed. The valve was crushed, probably following balloon dilatation on the para valvular side. The position of the valve in valve was provided, but no images on valve deployment. The new valve was little below the initial valve, and well deployed.   Impressions: all images provided show poor coplanar view of 3 cups. The first valve was too close to the coronary ostium. The valve was underexpanded with relevant paravalvular regurgitation. During post dilation, the balloon catheter was incorrectly placed between annulus and valve leading to an accidently valve compression during inflation towards lcc/ncc. The implantation of a second valve had good results.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation however, there was no indication or allegation of a device malfunction. A 3mensio was provided however, no relevant images were provided (i.e., cine and echo) to assess the positioning of the guidewire prior to the inflation of the balloon for post dilation. Valve deployment in unintended location and valve malposition are included in the instructions for use (IFU) as potential adverse events associated with the use of the sapien 3 device. The procedural training manual provides the following directions for post deployment thv assessment: withdraw the delivery system from the thv before assessing. Perform an aortogram with wire still in, the lv to assess thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. Rao projection provides the best view of the lv (no overlap with aorta). The procedural training manual also instructs that waiting some time may help in assessing final pvl. Additionally, it notes to assess the thv post deployment using tee in multiple planes. In the long axis, check for severity of ar and check thv position relative to coronary arteries. In the short axis, check central vs. Paravalvular regurgitation. Other evaluations to consider include coronary occlusion, malposition and ar, integrity of ascending aorta, mitral valve function, ventricular wall motion abnormalities, and pericardial effusion. In this case, a use error led to crushing of the valve frame against the annulus wall, and the need to implant a second thv. The cause of the event appears to be a change in the x-ray positioning which did not allow the user to fully assess whether or not the guidewire was through the leaflets as intended, or through the valve frame. There was no indication or allegation of a device malfunction contributing to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the 26mm sapien 3 (s3) valve was implanted by tf approach in aortic position without issues. A leak was detected post deployment and as it was unclear if it was pvl or central, the guidewire was removed. After assessment it was seen that it was a pvl and it was decided to post dilate the valve with +1cc. The working view in x-ray was changed, the wire was placed in the ventricle again and the valve was post dilated. It was then noticed that the wire did not cross the s3 valve through the center but it crossed between valve and annulus and the valve was crushed during post dilation. However, the crushed valve remained in the annulus lateral wall and it was possible to implant a second 26mm s3 valve, fixing the crushed valve between annulus and second s3 valve. Final outcome was good with no pvl and gradient flow <10mmhg. The patient was send to ICU for observation.